Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The square nut screw on the pelvic array broke off while tightening the array. Tha procedure delayed 5 minutes.

Manufacturer narrative:
Reported event: the square nut screw on the pelvic array broke off while tightening the array. Tha procedure delayed 5 minutes. Device evaluation and results: visual inspection: visual inspection confirms missing 111462 wing screw. See attached images of the instrument. Dimensional inspection: dimensional inspection was not completed because visual inspection clearly shows the failure of the device. Functional inspection: functional inspection was not completed because visual inspection clearly shows the failure of the device. Material analysis: material analysis not performed. Device history review: review of the device history records indicate that 30 devices were manufactured under lot no 19040714 and 29 accepted into final stock on 03/02/2015. A review of npr - 15-02-0051 revealed that the non-conformance is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 112230, lot number 19040714 shows 1 additional complaints related to the failure in this investigation. (B)(4). Conclusions: alleged failure confirmed. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The square nut screw on the pelvic array broke off while tightening the array. Tha procedure delayed 5 minutes.